Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent lead implant procedure on (B)(6) 2017, where the physician was unable to access the epidural space, despite multiple attempts. No product was implanted, and patient may be awaiting lead implant from a different surgeon.